Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Robot could not register. Could not pass through registration on the femur. Retook hip center, checked landmarks, checked segmentation. 3mm off on the femur. Tka case delayed 16-30 minutes not completed robotically. Update: was the patient under anesthesia during the reported delay? Yes.

Event description:
Robot could not register. Could not pass through registration on the femur. Retook hip center, checked landmarks, checked segmentation. 3mm off on the femur. Tka case delayed 16-30 minutes not completed robotically. Update: was the patient under anesthesia during the reported delay? Yes.

Manufacturer narrative:
Reported event: an event regarding failed registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 096 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification (pn (B)(4)) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed femoral registration. There was only 1 other similar reported events ((B)(4)). Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made.